Manufacturer narrative:
H10: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Technician was able to verify/reproduce the reported failure and remedy it via 5-year maintenance and blender replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the sipap fraction of inspired oxygen (fio2) setting stuck at 23%. The customer confirmed that there was no patient involvement associated with the reported event.